Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit; however, the complainant¿s experience could not be replicated. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: lavh. Event description: during lap procedure. [Translation] (the device did activate itself before pushing the activation button). No changes in health resulting from the event. New device eb215 was used. Additional information received from applied medical representative via email 9jan23: this was observed one time. The event happened after 20 times of using the sealing function of the device. There were no generator alarms that interrupted the seal cycle. The jaws of the device were cleaned several times with sterile compresses and sodium chloride solution. Intervention: new device eb215 was used. Patient status: ok.

Event description:
Procedure performed: lavh. Event description: during lap procedure. [Translation] (the device did activate itself before pushing the activation button). No changes in health resulting from the event. New device eb215 was used. Additional information received from applied medical representative via email 9jan23: this was observed one time. The event happened after 20 times of using the sealing function of the device. There were no generator alarms that interrupted the seal cycle. The jaws of the device were cleaned several times with sterile compresses and sodium chloride solution. Intervention: new device eb215 was used. Patient status: ok.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.